Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, b6, d6b, g2, h6.

Event description:
Physician later confirmed rupture, "several deep folds and induration" raising concern for a degree of capsular contracture (baker grade iii), and "trace" amounts of peri-implant free fluid confirmed via MRI, and "patchy chronic inflammatory cell infiltrate including histiocytes and foreign body giant cells" and "small amount of extravasated refractile material in keeping with silicone". Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported left side "bad capsular contracture, which has led to pain, disfigurement, and rupture." Device remains implanted.